Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 48 mg/dl at the time of incident. Customer other relevant blood glucose level was 144 mg/dl, 56 mg/dl, 50 mg/dl, 44 mg/dl, 42 mg/dl, 86 mg/dl, 119 mg/dl, 66 mg/dl, 56 mg/dl, 121 mg/dl, 160 mg/dl. The customer was not in auto mode. Customer was treated with glucose. The device will not be returned for analysis.